Event description:
Related manufacturer ref: 2184149-2022-00014. During a persistent atrial fibrillation procedure, due to communication issues with the amplifier and computer and the troubleshooting involved in order to resolve the issues, the procedure was prolonged. Ultimately the devices were exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Based on the images submitted and information received, the reported event can be confirmed. The results of the investigation are undetermined as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.